Manufacturer narrative:
Medical device expiration date: unknown. Date received by manufacturer: bd was initially made aware of this complaint on 2021-03-04. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-05-05 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Device manufacture date: unknown. Investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos a broken patient end of cannula was observed. No manufacturing related issues were observed. No DHR review can be carried out as lot number is unknown. Investigation conclusion: bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Root cause description: as the sample returned was open it is not possible to confirm this defect to be manufacturing related. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx cannula broke. The following information was provided by the initial reporter: the patient attempted to insert a pen needle into the skin but the needle only pushed down the skin surface and was not inserted into the skin.